Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, the patient experienced an unknown injury. According to the physician, there were no patient complication or complaints presented until a visit in late 2008. The patient was experiencing leakage, and the physician performed a procedure to help. During another visit in 2009, the patient presented with complaints of urinary retention for which the physician had a foley catheter inserted in order to relieve symptoms, and it resolved the issue. In (B)(6) 2009, the patient had complaints of left-sided groin pain, pubic tenderness, and dyspareunia. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.